Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service representative (fsr) found the 1ml water blank syringe positioned incorrectly on the wash solutions pump syringe holder. The customer had performed quarterly maintenance procedure 5802 wash solution syringe maintenance, and incorrectly installed the 1ml water blank syringe in position 3 rather than the center position on the wash solutions pump syringe holder. As a result, the water blank nozzle 6 was over dispensing into the cuvette, causing an overflow and leakage into adjacent cuvettes. The fsr installed the water blank syringe in the center position to resolve the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. See also a second manufacturer's report number for this same event: 3002809144-2019-01085.

Event description:
The customer observed falsely depressed potassium results on the alinity analyzer. The following data was provided: sid (B)(6) initial 2.3, repeat 3.4 there was no impact to patient management reported.